Event description:
Customer reportedly received the following results on the same device within 10 mins: 43 mg/dl, 42 mg/dl, 52 mg/dl, 61 mg/dl, 93 mg/dl, and 67 mg/dl. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.